Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called and reported that they received emergency medical assistance due to a low blood glucose on (B)(6) 2017. The low blood glucose level was 29 mg/dl. The customer's blood glucose level was 108 mg/dl at the time of call. The customer was given food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer's mother reported a loose drive support cap, will not lock, auto off alert, and over delivering insulin. The customer's mother did not troubleshoot the issue. The insulin pump will not be returned for analysis.